Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini tray was failed to open. A field service engineer identified that pocket 1.2 was misaligned and rubbing against the chassis on the right side of the drawer, removed the pocket and realigned the chassis to provide proper clearance, preventing further contact with the chassis panel, verified proper operation through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray had failed to open and clicking sound was heard when removing medications. The customer rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.